Manufacturer narrative:
This follow-up report is being submitted to relay additional information. Concomitant medical products: unknown nexgen femoral, unknown nexgen tibial tray. Complaint sample was evaluated and the reported event was not confirmed. The articular surface was returned for further evaluation. The device exhibits heavy backside and articulating wear and piting across both surfaces. The anterior locking mechanism appears to be fractured and the dovetail features are flared, which are both indicative of removal from the tibial tray. The width of the central post was measured and found to be within print specifications. Device history record (DHR) review was unable to be performed as the lot number of the device involved in the event is unknown. Review of the complaint history determined that no further action is required as no trends were identified. Root cause was unable to be determined as the necessary information to adequately investigate the reported event was not provided. There are warnings in the package insert that this type of event can occur and risks are addressed in risk documentation. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Manufacturer narrative:
(B)(4). Product has been received by zimmer biomet for investigation and the investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted.

Event description:
It was reported following an initial knee arthroplasty, the patient was revised due to pain. The surgeon observed a cyst in the back of her knee and planned for possible cyst removal with poly exchange verse a full revision if components were loose. The surgeon replaced the articular surface. No additional patient consequences were reported.